Event description:
It was reported that a knot was found in the ng tube upon removal. The pt had a small bowel obstruction. The tube had been placed five days earlier and connected to a low intermittent wall suction. The tube performed as intended and during the scheduled removal, there were no difficulties reported. The tube was removed following standard procedure through the pt's nose. There was no injury to the pt and no further complications reported.

Manufacturer narrative:
No lot number info was provided for evaluation. One used ng tube was returned for eval. Visual observation noted a knot near the tip end of the tube approx .750" from the tip. The dimensional requirements were measured and all measurements were found to meet product specifications. The current mfg process was verified and no potential cause was found that could result in the tube forming a knot. The ng tube is made of a stiff pvc material which softens while indwelling and is designed to suction fluid and air from the stomach without damaging the gastric mucous. It is conceivable that once the tube enters the stomach and the user continues to insert the tube, it can coil upon itself and become tied in a knot possibly during the removal attempt. A review of the complaint history found no increased trends on this product with the same issue. This issue is most likely the result of an anticipated procedural complication than any known defect in the product. Baseline report previously filed.